Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4). Product not returned for evaluation most likely underlying root cause: mlc-78-user hematocrit low. Test strip UDI#: (B)(4). Wife stated she will contact his doctor and disconnected call. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Costumer reported complaint for e-0 accompanied by symptoms. Wife is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report feeling dehydrated. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 07/23/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.